Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the impaction head is fractured and exhibits impact marks. The hardness is within spec. The device has a potential field age of 12 years with an unknown number of uses. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported znn impaction head was dropped while setting up for the case. This resulted in the threaded part of the head impactor to snap off. No additional information is available. No adverse event was reported.